Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, preventing exposure. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the vascular procedure. The patient procedure was completed as planned by using fluoro only. It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, preventing exposure. Upon troubleshooting, the philips remote service engineer (rse) checked with the system remotely and found that they have a tube issue. The rse guided the customer to check oil level and confirmed which is very low. The rse checked the logfile and found that remote alert: rmt - xgc: clm flow switch opened (azurion), frontal (B)(6) 2025. The rse requested onsite support for further investigation. The philips field service engineer (fse) visited onsite and inspected the customer, shared picture of the oil cooler and found that the braided hose next to tank was spraying oil. To resolve the issue, fse replaced the cooling unit and after checking the oil dipstick found low oil, for which fse added oil. The defective part was sent for analysis, for cooling unit failure was observed and the failure was found to be a leak in cooling unit at the de-aerating hose. After replacement, the system returned to use in good working order.at the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure is completed on the same system as planned without delay using fluoro only. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable.the codes were updated based on the investigation outcome.